Event description:
The pt was scanned with the nvc coil on an ingenia 3.0t system. At the conclusion of the examination, the user removed the top part of the nvc coil from the base. During this activity, the top part of the nvc coil fell and struck the pt on the left eyebrow requiring one stitch.

Manufacturer narrative:
(B)(4). Result: the related coil was investigated on site by the field service engineer. The coil is working as specified and no part of the coil was defective. No parts replaced. Conclusion: no malfunction of the related coil was determined. Based on the provided info and performed investigation on site this was caused by the operator who accidentally dropped the top part of the coil.